Event description:
Information received from the field notes >2500 ohms bipolar impedance. The patient had no underlying rhythm. Atrial capture was confirmed at 1.0 v. The patient is pacemaker dependent with heart block and was referred to an electro- physiologist who lowered the base rate to promote tracking.